Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 288 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.